Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A33686,a33668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2012. Concomitant products included antibiotics, ibuprofen, oxycocet (percocet) and vicodin. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history,concurrent condition were added. Events menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, allergy to metals, dysmenorrhoea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A33686,a33668-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from 2008 to (B)(6) 2012. Concurrent conditions included adenomyosis, benign neoplasm, acute anemia, blood loss of (nos), numbness and tingling. Concomitant products included antibiotics, ibuprofen, oxycocet (percocet) and vicodin. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on 14-mar-2017. At the time of the report, the pelvic pain, abdominal pain lower and vulvovaginal pain had not resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion both batch numbers a33686 and a33668 are invalid. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.